Manufacturer narrative:
Additional information was added to d9,h3, h6, and h11: h11: the device was received for evaluation. Visual inspection was performed and the twist clamp was separated from the main body. Leak, clear passage, and clamp function testing were performed and there were no issues observed. The reported damage was not verified. The cause of the separation was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist sleeve of a minicap transfer set was ¿damaged.¿ this was identified during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.